Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-12131. It was reported that the patient presented with severe dizziness in clinic. Atrial noise with a consistent high morphology, high frequency, lasting several seconds and oversensing was observed. Electromagnetic interference (emi) was initially suspected but ruled out as the noise was consistently reproduced via isometric testing on both bipolar and unipolar vectors. Myopotentials was suspected but could not be confirmed and though lead damage was not suspected, it could not be ruled out. Further testing and programming changes were recommended. Further information was requested but not available.